Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A review of the manufacturing documentation for this batch found that the devices met their material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context, as device performance was limited to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, catheter withdrawal resistance occurred. The physician was unable to cross the target lesion with a 2.50x24mm taxus liberte stent. As the stent delivery system was removed, withdrawal resistance was felt. The device was able to be removed intact, and the procedure was completed with another of the same device with no complications. The patient condition post procedure, was reported to be "good".